Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4)

Event description:
It was reported that during the implant procedure, the physician positioned the lead but the fixation was not stable on the cardiac muscle as it j curved lead. The lead was attempted and not used. The replacement lead was approached from right chest due to patient clinical condition and the patient had thoracotomy procedure before so the lead became slightly harder. The procedure took far too long because of above statement then control of the stylet became "unsmooth movement" and fixing of the helix was not great. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.